Event description:
Consumer e-mail stated the removal string on multiple tampons had frayed and was too short to use. No injury was reported.

Manufacturer narrative:
Initial lot code investigation results on 11-mar-2021 showed cause was traced to manufacturing. An investigation is in progress for returned product.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer e-mail stated the removal string on multiple tampons had frayed and was too short to use. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Consumer e-mail stated the removal string on multiple tampons had frayed and was too short to use. No injury was reported.

Manufacturer narrative:
11-mar-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer e-mail stated the removal string on multiple tampons had frayed and was too short to use. No injury was reported.